Manufacturer narrative:
Visual inspection of the returned device was performed. It was observed that the ceramic tip was missing gold at the first two bands. The root cause for the missing gold on the bands was not determined to have been caused by a supplier material or manufacturing process issue. The most probable cause of the missing gold was not able to be determined. The missing gold at the ceramic tip of the device most likely contributed to the inability of the device to conduct electrical current, thus limiting its performance. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a gold probe was used during a hemostasis procedure. According to the complainant, the gold probe device would not heat, and cauterize. When another probe was attached to same generator, it worked. The second gold probe device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be okay.

Event description:
It was reported to boston scientific corporation that a gold probe was used during a hemostasis procedure. According to the complainant, the gold probe device would not heat, and cauterize. When another probe was attached to same generator, it worked. The second gold probe device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be okay.

Manufacturer narrative:
The patient's exact age is unknown. However, they were noted to be over 18 years old.the device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).